Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's (fph) branch office in the (B)(4) that a quantity of eight (8) rd900aeu neopuff infant resuscitators had broken gas inlet ports. This was noticed before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Lot dates are corresponding device manufacture dates of the complaint devices: (B)(4) - 05/16/2008; (B)(4) - 07/26/2007; (B)(4) - 05/16/2008; (B)(4) - 05/16/2008; (B)(4) - 05/16/2008; (B)(4) - 05/26/2008; (B)(4) - 07/31/2007; (B)(4) - 07/26/2007. The rd900aeu neopuff infant resuscitators are en route to fisher & paykel healthcare for investigation. We will provide a f/u report once we received the complaint devices and have completed our investigation.